Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer alleged the tip of catheter was detached during a tace (transarterial chemoembolization) procedure. The procedure was completed with a new device. No reported injury.